Event description:
It was reported the patient underwent an initial tka. Subsequently, about 4 years later they had a revision surgery due to tibial subsidence and loosening. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown. 42-5121-005-10, mc articular surface, 65130099. G2: foreign - event occurred in new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.